Event description:
It was reported that this lead was an attempted implant due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a duplicate report of 2124215-2024-37064.

Event description:
It was reported that this lead was an attempted implant due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.